Event description:
Device malfunction: balloon rupture. Time of malfunction: during pre-dilatation. Symptoms/ae: none. It was reported that during an interventional procedure in the left popliteal artery, a fox sv ruptured during the second inflation and pre-dilatation at approximately 12 atm, below rated burst pressure. Reportedly, the lesion was described as 99% stenosed. The device was removed without incident. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record did not reveal any non-conformity which could have contributed to this complaint.